Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13319. The patient has two ipgs, it is unknown which ipg was explanted, reporting on both. It was reported, the patient's ipg from her cervical scs system had been explanted. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.